Event description:
The facility representative reported a flogard pump that is cutting the tubing and made holes in the two sets of tubing. Information was not provided regarding whether or not the problem occurred during a patient infusion or in which care area of the facility this event occurred. Although baxter attempted to obtain additional information, details were not available. This is report 2 of 2 received with the same reported problem from this facility.

Manufacturer narrative:
It is unknown if the sample is available at this time. The status of a sample is pending a response from the customer. A follow up report will be filed if the sample is returned and evaluated or if any additional information becomes available. The product code and lot number are not known, therefore the 510k cannot be provided. This was originally reported under 6000001-2010-01194. (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted.